Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose was 517 mg/dl. The customer also reported feeling thirsty and vomitting from their high blood glucose. It was also found the customer's infusion set had pierced through the plastic window, and went through their skin. Customer stated they were not receiving any insulin as a result. The customer treated their blood glucose with the insulin pump and manual injections. Customer's blood glucose was 75 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.